Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the event was reported that this device was segregated due to a technical complaint related to another device. When the device was returned, analysis identified resistance upon removal of the balloon protective sheath. There was a kink at the proximal balloon seal, but no other damage was identified. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the devices performance with regards to the difficulty with removing the protective sheath appear to be related to normal variation found in manufacturing. There was no indication of a product quality issue. The performance of these devices will continue to be monitored.

Event description:
It was reported that the customer segregated this device; the nc trek rx 3.5 x 20 mm balloon dilatation catheter, due to a technical complaint related to an old event that was never reported to abbott vascular. No additional information is available nor can be provided. Device analysis revealed the protective sheath was difficult to remove.